Manufacturer narrative:
The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the patient. Properly used, sling loops will not come off the hook as described. User guides are clear in instructing as to the proper and safe use of the product. This incident is viewed as user error issue and not a product problem. Return is not anticipated.

Event description:
The consumer allegedly sustained a fractured right arm and hip when the strap allegedly came off the lift.